Event description:
I had a CPAP (respironics, remstar, m series heated humidifier-dom, model# 1051158. I was using the unit. I woke up in the morning and smelled this obnoxious odor. A one-inch plastic at the bottom of the unit, just below the power supply cable entrance, had melted. The product was not damaged before the incident. The product was not modified before the incident. Document number: (B)(4), report number:(B)(4).